Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had gone unconscious due to hypoglycemia the patient's blood glucose levels dropped to 27 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and excessive pain. The paramedics were called and the patient was treated with a glucose injection, also gave her an IV called, "fire water", and waited until it was delivered. The patient had a CT scan because she hit her head and was unconscious. The patient was later discharged and set up an appointment to see her doctor.